Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a non-emergency treatment was aborted. A philips field service engineer visited the site, and analysed the log files, indicating errors codes. Upon visual inspection, fse identified the cube board was defective. The cube assay was replaced. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.